Event description:
It was reported that in (B)(6) 2014, the patient felt shocking during an MRI. The MRI was for the patient¿s shoulder. The patient reportedly informed the facility that she had an implant. It was stated that the patient had not felt stimulation since. When the patient increased stimulation, nothing happened. The patient could feel something on a very high number, but it was not ¿like shocking or something like she was used to.¿ the patient was scared to turn stimulation up any higher, for the fear of hurting herself. It was further stated that the patient could feel a little vibration and then nothing at all. The patient went about a month where she could ¿feel and not feel it.¿ it was noted that the patient relocated from (B)(6) and currently did not have a managing physician.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va09uly, implanted: (B)(6) 2013, product type lead. (B)(4).